Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe had poor aspiration performance during vitrectomy surgery. Initially, cutting was normal but later it was observed that the aspiration efficiency gradually slowed down. The procedure was completed on the same day by replacing the product with new one. There was no patient impact.